Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter was reported via phone call that, the battery cap of the insulin pump was broke and insulin pump was not working. The insulin pump was working off and on in the last year and the blood glucose has gone up and it was possibly because the pump was not working. Troubleshooting was not possible. Customer advised that, if there were other issues with the pump, the battery cap may not worked and asked to have the customer call and report issues with the pump. The device will not be returned for analysis.